Manufacturer narrative:
Additional information: a1, a2, a3, a4, b5, h10 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s biomedical technician (bmt) reported that a visible, internal dialyzer blood leak occurred three minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used. Fresenius bloodlines were also in use. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 200ml. There was no patient serious injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s biomedical technician (bmt) reported that a visible, internal dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. The patient¿s estimated blood loss (ebl) is unknown. The complaint device is not available to be returned to the manufacturer for evaluation. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. However, two photographs of the dialyzer were provided by the customer. The first photo showed the product label where blood was visible on the outside of the fibers in the bell housing and along the inside of the dialyzer housing. The second photograph showed the side of the dialyzer where blood was visible outside of the bell housing and along the inside of the dialyzer. This is indicative of an internal blood leak; however, the cause is unknown. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Event description:
A user facility¿s biomedical technician (bmt) reported that a visible, internal dialyzer blood leak occurred three minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used. Fresenius bloodlines were also in use. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 200ml. There was no patient serious injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device is not available to be returned to the manufacturer for evaluation.